Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "defective implant" captured as rupture. This record is for right side. Device remains implanted.

Event description:
Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b1, b3, b5, b6, d2b, d6b, g2, h6